Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The patient has alleged aggravated lung problems for the past 18 months. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center stated that the complaint was not confirmed. Additional findings included error codes were present in the error log, the software on the device was up to date and the pca did not need to be replaced. The device passed the evaluation but was scrapped due to quality. There was no information about product returned date and time. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
In this report box b and h has been updated or corrected.